Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two alliance inflation syringe devices unpacked at the same time. Manufacturer report# 3005099803-2018-01035 pertains to the first device, manufacturer report# 3005099803-2018-01034 pertains to the second device. It was reported to boston scientific corporation that two alliance inflation syringe devices were unpacked on (B)(6) 2018. According to the complainant, during unpacking, the ¿bottom seal was torn¿. The same thing happened to the second alliance inflation syringe. Reportedly, this was found prior to use with a patient or procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to one of two alliance inflation syringe devices unpacked at the same time. Manufacturer report# 3005099803-2018-01035 pertains to the first device, manufacturer report# 3005099803-2018-01034 pertains to the second device. It was reported to boston scientific corporation that two alliance inflation syringe devices were unpacked on (B)(6) 2018. According to the complainant, during unpacking, the ¿bottom seal was torn¿. The same thing happened to the second alliance inflation syringe. Reportedly, this was found prior to use with a patient or procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that the bottom of the product box was opened. The noted failure likely occurred due to handling of the device without direct patient contact either during unpacking, preparation, or shipping; therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.